Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding tego connector that experienced no flow. It was stated, ¿customer are having to change tego¿s more than once per week. Company rep stated only needed to change once per month in sales/education pitch, however hnelhd policy deemed weekly more appropriate and as such is our policy. Current practice is customer are now at minimum changing at least 2/3 times per week, one or both tegos upon run on or at end when locking. The permcath can aspirate lock, flush perfectly, then go to connect and no flow, we change tego and perfect running. Other times, at end of treatment, you can have prefect flows for 4 hour, wash back and then go to flush via tego and need meet a brick wall, not able to aspirate or flush, change tego and all good. There have been times this has occurred at run on and run off. At times you can fell it will be an issues when you try to connect 10 ml syringe, is does not lock on , you can keep turning the syringe as it does not lock on after one to two turns and then you know it will not work, other times it does lock on as it should but still not work, then you have to change. Impact has negative impact on many areas, such as extended time to rectify, delay in treatment, increase risk of breach aseptic technique, thus risk to patient, staff morale, waste/ cost of extra gloves etc, time away from other care , the list goes on. There was patient involvement, but no adverse event or medical intervention was reported. Update: the product was stored in a standard hospital storeroom. The event happened on a various event. Apparently, this has been ongoing. Most likely in preparation and beginning of treatment. They replaced, and therapy resumed without any further issues. The sample is not available and was discarded.

Manufacturer narrative:
Even evidence was not shared by the customer, complained of syringe did not lock on after one to two turns. The complaint can be confirmed. The probable cause is due to a variation in tego seal material which has a direct impact on the functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history review (DHR) lot# was reviewed, and similar complaints were found where similar conditions were reported.